Event description:
The following is based on a case report: "resolution of dialyzer membrane-associated thrombocytopenia. Treatment was well tolerated with use of cellulose tricetate membrane: a case report." Dialysis was initiated with a treatment time of 3 hours, no heparin was given due to mild thrombocytopenia. Treatment was well tolerated. Post treatment platelet count dropped to 12,000/ul. Pt reported no episodes of bleeding or bruising. Repeat platelet count was the same. Peripheral smear showed few platelets and giant cells with no schistocytes. Serial platelet counts were done for close monitoring and to determine need for transfusion. Gradual drop, then rise in platelet count to baseline was noted over a 48 hour period.

Manufacturer narrative:
Based on the information provided, it is unk if the device may have caused or contributed to the reported event. The information provided was extracted from a journal article and no further information has been received. A request for medical records and additional information has been requested, but not yet received. A supplemental MDR will be submitted at the conclusion of the investigation.